Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages were caused by means of medical instruments applied during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4)

Event description:
The physician placed a new lead and extracted this lead. Should additional information be received, this file will be updated.